Manufacturer narrative:
This report is being submitted to update the information in sections b5 and h6. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) was unable to interrogate this implantable cardioverter defibrillator (ICD). Technical services (ts) was consulted and recommended troubleshooting options. The hcp was still unsuccessful and unable to interrogate the device. It was noted the hcp would discuss further steps with the physician. This ICD remains in service and no adverse patient effects were reported. Additional information was received and it was reported that this patient presented to the emergency room (ER) and was complaining of receiving multiple shocks. This ICD was interrogated and upon interrogation, data revealed this ICD delivered approximately 23 inappropriate shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the patient would continue to be monitored and cardiology would be consulted. It was also noted the patient refused remote monitoring. This ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) was unable to interrogate this implantable cardioverter defibrillator (ICD). Technical services (ts) was consulted and recommended troubleshooting options. The hcp was still unsuccessful and unable to interrogate the device. It was noted the hcp would discuss further steps with the physician. This ICD remains in service and no adverse patient effects were reported.